Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had leakage. The following information was provided by the initial reporter: we had another primary IV tubing leak while administering a hazardous drug. The leak seems to have been somewhere inside the channel. I have spoken with the patient's nurse and charge nurse involved in this incident and determined there were no attempts to clear the line or manipulation of the line prior to the patient reporting seeing a small drip in tubing. Once again, the tubing was leaking from part where blue plastic cap connects to tubing that goes inside the pump. Multiple incidents of this same type of leak leads me to believe this is not a user error issue. This was the second incident on 7ne/8ne oncology units that I could confirm there was no manipulation of the line (and no reason to attempt to manipulate the tubing) before the leak was noted. This nurse also estimated the tubing had been in place for about half an hour before small leak was noted by patient report.